Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 20 mg/dl. Customer consumed carbohydrates to address bg level; however, due to the low bg customer became unconscious. Customer was transported to the emergency room and was subsequently hospitalized in the intensive care unit (ICU). The customer was treated with intravenous fluids of saline and discharged from the ICU on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.